Manufacturer narrative:
Additional, corrected and/or changed data: a5, a6, b6.

Event description:
Healthcare professional reported right side concerns with the product and capsular contracture baker grade IV. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side concerns with the product. And capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed an opening assessed as surgical damage, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported right side concerns with the product and capsular contracture baker grade IV. Device has been explanted and replaced with an abbvie device.